Manufacturer narrative:
26-feb-2026: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly chocked on it - throat [choking sensation] head round bit came away and a metal bar came out in mouth - oral-b refills [device breakage] product counterfeit - oral-b refills [product counterfeit] case narrative: consumer stated on phone that oral-b refills head round bit came away and a metal bar came out in their mouth when they were brushing. They nearly choked on it. No serious injury was reported. 26-feb-2026 product investigation results the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Nearly chocked on it - throat [choking sensation]. Head round bit came away and a metal bar came out in mouth - oral-b refills [device breakage]. Case narrative: consumer stated on phone that oral-b refills head round bit came away and a metal bar came out in their mouth when they were brushing. They nearly choked on it. No serious injury was reported.